Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, high impedance, high capture threshold, and noise leading to oversensing were observed. A different lv lead was used to resolve the event. The patient was stable and there were no adverse consequences.